Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose. The customer stated that he can't drop his glucose level from 300 mg/dl. Troubleshooting was performed. The programming and settings on the insulin pump were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump did not alarm. Instructed the customer to change the infusion set and performed again the pressure test, but the device still did not alarm. Advised the customer to discontinue use of the device. No further info was provided.